Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('her implants were breaking') in an adolescent female patient who had essure (batch no. 686078) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation ("her implants were migrating") and was found to have a pregnancy with contraceptive device ("incidental pregnancy"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation and pregnancy with contraceptive device with essure. The reporter commented: essure insertion details: the left and right ostia were visualized. The essure inserts were placed in both fallopian tubes number of coils visualized: left side 4, right side 2. Patient status; the patient tolerated the procedure well. Complications: there were no complications. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "device dislocation, device breakage, pregnant with essure contraceptive device and device ineffective". Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('her implants were breaking') in an adolescent female patient who had essure (batch no. 686078) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation ("her implants were migrating") and device breakage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("incidental pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation and pregnancy with contraceptive device with essure. The reporter commented: essure insertion details: the left and right ostia were visualized. The essure inserts were placed in both fallopian tubes number of coils visualized: left side 4, right side 2. Patient status; the patient tolerated the procedure well. Complications: there were no complications. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: "device dislocation, device breakage, pregnant with essure contraceptive device and device ineffective". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.